Event description:
Caller reported receiving a minimum fill notification while using their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pump's pneumatic tap area and guided them through the process of loading a new cartridge onto the pump. Loading the second cartridge successfully resolved the issue, allowing the caller to resume insulin use.